Manufacturer narrative:
(B)(4). The btt and cannula were returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. There were no visual defects observed with the btt. The btt was evaluated for the flow of air by passing a syringe full of air through the insufflation port. No improper flow was observed. No nonconformance was observed to the balloon or inflation port. An inflation test was conducted. The balloon was inflated and submerged in plain water to observe the presence of bubbles. The device passed the inflation test, it remained inflated and no bubbles were observed under submersion. The scope wash system on the cannula was evaluated for the flow of air by passing a syringe full of air through the scope wash delivery tube. The c-ring was submerged under water and the air was passed through the insufflation tube. Air bubbles were observed in the water bath indicating proper flow. No improper flow was observed. The c-ring assembly was examined for blockages and breaks in the tubing. No blockage or breaks were observed. No visual defects were observed to the c-ring. Based on the received condition of the device, the reported failure for "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro customer had complaints of the btt ports distal insufflation/flow issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro customer had complaints of the btt ports distal insufflation/flow issue. A replacement device was used to complete the procedure. The hospital did not report any patient effects.